Event description:
Healthcare professional reported a left side hematoma and an exchange from textured to smooth implants due to the patients concern with the product. Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: plaintiff was implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. Additionally, plaintiff suffered debilitating physical pain and was/will be required to undergo additional surgeries and other procedures, incurred/will incur substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered anxiety, depression; loss of earnings; and loss of quality of life, and all of these injuries are permanent and continuing. Additionally, plaintiff suffered a large ¿late onset¿ hematoma to left breast which required surgery consisting of evacuation of left hematoma, left total capsulectomy, and re-augmentation of existing implant. Due to these severe complications, plaintiff has been unable to undergo explantation surgery at this time. Plaintiff required to pay out-of-pocket for the surgery related to the hematoma. Currently, a new hematoma has now grown on the left side and is very close to the lung making it highly risky and dangerous to operate on, which risks include collapsed lung. Although plaintiff was initially scheduled for explantation surgery the hematomas have now made it dangerous and risky to perform the procedure. Accordingly, plaintiff is expected to continue to suffer significantly and may never be able to safely undergo explantation surgery of the dangerous and defective allergan biocell textured breast implants. This uncertainty has caused and continues to cause, and will cause even more, anxiety. Additionally, plaintiff now has a lump in left breast from the hematomas, which has caused further physical injury. Plaintiff has not been diagnosed with bia-alcl." The reported events of "suffered scarring, disfigurement, disability, mental suffering, emotional distress, nervousness" have been deemed not related to the device. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: user error: "hematoma to left breast which required surgery consisting of evacuation of left hematoma, left total capsulectomy, and re-augmentation of existing implant" (device explanted then reinserted).